Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ultra easy meter read inaccurately. The medical surveillance specialist wrote f/u questions to the technical service rep (tsr) to ask the pt, but the tsr could not reach the pt. The pt reported readings of 5.9, 4.2, 15.4, and 10.5 mmol/l taken within 10 minutes of each other the same day. The difference between these results falls outside the expected value of <=20%. The pt also carried out a control solution test and obtained a result of 9.2 mmol/l (the range on the vial is 5.7-7.6 mmol/l) and another control solution test with a different vial of test strips and obtained a result of 9.5 mmol/l (the range on the vial is 6.0-8.0 mmol/l). He said that about a week before that day, he felt sweaty and shaky. He tested his blood sugar with a reading of 5.0 mmol/l when he had symptoms. He had a glucose tablet and felt much better. The pt thinks his meter should have read much lower at that time. It is unclear how long the pt thinks the readings have been inaccurate. The pt normally takes 2000 mg of metformin at about 5 pm daily, and also takes 20 mg of gliclazide if his blood sugar is too high but says it is only used in an emergency. It would be helpful to know what readings the pt obtained before suffering symptoms and how he manages his diabetes based on meter readings. It was determined during troubleshooting telephone call the pt's testing technique was correct and the puncture area was cleaned correctly. The test strips were within expiration dating and in good condition. The meter was set to the correct unit of measure and calibration code number. Although details of the incident are unk, this complaint is being reported because the pt alleged the meter readings were inaccurate and suffered symptoms indicative of hypoglycemia necessitating treatment with glucose tablets.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.